Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels had mild tortuosity. The external iliac arteries were 9 mm in diameter. It was reported that after the bifurcated stent graft was implanted on the left side, the ipsilateral limb was 5 mm too long and covered the left hypogastric. The physician decided to implant another manufacturer's self-expanding stent to keep the hypogastric artery open and managed to get a wire between the stent graft and the hypogastric. The stent was inserted and implanted; however, the left external iliac perforated. There was extravasation and the patient's blood pressure dropped. A reliant balloon was inserted and used to tamponade blood flow in the aorta followed by implant of an aneurx limb. The stent graft was modeled with the reliant balloon to reline the left limb/external iliac. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4) (required intervention). Evaluation results: arterial and venous occlusion, arterial trauma/dissection. Mild vessel tortuosity. Self expanding stent contributed to the arterial trauma. Conclusions: mild vessel tortuosity. Self expanding stent contributed to the arterial trauma.